Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument did not load properly and was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.